Manufacturer narrative:
Initial reported city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target was located in the moderately tortuous and severely calcified popliteal artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on the first inflation at nearly 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.